Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a perforation occurred. An atrial fibrillation ablation procedure was completed using farapulse device. While the patent was in post-procedure in recovery, a perforation was noted. A pericardial tap was performed to drain blood. The patient has fully recovered. The perforation was not noticed while patient was on the table or in the ep lab. It is unknown as to what part of the procedure would have caused a perforation or if it was related to a boston scientific device. There was no device return or device complaint. No device malfunction was noted during the procedure. The patient's status is stable.

Event description:
It was reported that a perforation occurred. An atrial fibrillation ablation procedure was completed using farapulse device. While the patent was in post-procedure in recovery, a perforation was noted. A pericardial tap was performed to drain blood. The patient has fully recovered. The perforation was not noticed while patient was on the table or in the ep lab. It is unknown as to what part of the procedure would have caused a perforation or if it was related to a boston scientific device. There was no device return or device complaint. No device malfunction was noted during the procedure. The patient's status is stable.

Manufacturer narrative:
Correction to the initial MDR in block(s) device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only, and init rptr also sent rep to FDA (e4), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.